Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4. Primary UDI number, d9, h3 evaluation: sample received for analysis. Locking mechanism of reservoir was checked to verify its condition. Sample was evaluated, and during this evaluation it was notice that the latch of plate and its mechanism were in good condition. Plate was able to be open and closed with no issued observed. In addition, plate subassembly needs to be properly closed in order to perform final assembly on finish good. Therefore, is considered this materials factor does not contribute to the reported complaint defect. Man in accordance with instructions for use (IFU) for this medical device, this is a suction reservoir, and it is designed to evacuate potentially detrimental collection of certain fluids from wounds in badly cavities though its mechanism of suction. Therefore, in order to have a proper functionally and for the correct activation of this suction reservoir it is necessary that after drain tubing is connected to the port, start the suction by gently bending up the bottom flap, the unit will release, and suction will begin, in addition, an airtight seal between all system components (drain, adapter, and reservoir) is necessary for proper system function. To deviate the given indications is considered an inadequate usage of this suction reservoir. Therefore, it is considered that this 1an factor could have affected the product integrity and its function. Machine welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. The reservoir was activated while the caps were inserted on the ports expecting that no air will go into the reservoir, then, th1 bag did not inflate. It means that there is no damage on the film of the reservoir. Therefore, it is considered that machine factor does not contribute to the reported complaint defect. Method reservoir didn't present an I damage or tears on the front or the back side. Plate was activated, port closed, and the swelled reservoir was pressed to verify if there could be any visible leak. No leak could be identified. Therefore, is considered !hi method factor does not contribute to the reported complaint defect. Based on the present analysis, nd condition of sample received it is determined that the reported complaint is not confirmed and it is not related to flex manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the flex control. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. A 2nd drain was indicated on (B)(6) 2024: did the 2nd drain clog or fail to drain also? Yes. If no, what was the reported issue for the 2nd drain? How was the clog addressed for the 2nd drain? Unk. Was the 2nd clogged drain removed and another drain placed during an 2nd surgical procedure to place it? No. Two drains were used for the patient. Were there any intra-operative complications? If so, what were they? Unk. How was the drain secured? Unk. What was the date of first activation? (B)(6) 2024. How was the product function verified following the first activation? Unk. Who monitored the drainage and how often? Unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure: unk. The diagnosis and indication for the index surgical procedure? Unk. Were any concomitant procedures performed? Unk. When was the 2nd procedure performed to place a new drain in patient? Unk. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Unk. What is the patient's current status? Unk. Surgeon¿s name? (B)(6). Product lot number? Unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: d4 UDI. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Were there any intra-operative complications? If so, what were they?=>no. How was the drain secured?=>unk. What was the date of first activation?=>2024/5/17. How was the product function verified following the first activation? =>unk. Who monitored the drainage and how often?=>unk. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure=>unk. The diagnosis and indication for the index surgical procedure? =>unk. Were any concomitant procedures performed?=>unk. When was the 2nd procedure performed to place a new drain in patient?=>2024/5/20. Other relevant patient history/concomitant medications?=>unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event?=>the doctor would like to know the reason of the issue. What is the patient's current status?=>no problem. Surgeon¿s name?=>(B)(6). Product lot number? =>unk. If applicable, will product be returned? If so, please provide the return date and tracking information. =>return date: 2024/06/17, tracking number: unk. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a mastectomy on (B)(6) 2024 and a reservoir was used. In the ICU, the drain was placed in the patient who had a liquefied lymph node dissection up to level 3 on (B)(6) but the lymph fluid got stuck somewhere in the middle of the drain on (B)(6), and the patient spent (B)(6) without being able to the drainage. It was noticed on monday that the drain clogging occurred, and then it could do the drainage with a drain exchange. Fortunately, it was not affecting the patient. The product was used on the subcutaneous. The operation time was no extension. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint (B)(4). Additional information: h6 component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ? What is the lot number of the blake drain (2229) involved? =>unk ? Please perform and document the follow up attempt for product return. =>we regularly contact with sale rep about the device returning. ? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) =>(B)(6) additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. How was the clog addressed? Was the clogged drain removed and a 2nd drain placed during an 2nd surgical procedure to place it? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.